Manufacturer narrative:
Report source: agiliti quality systems specialist iii. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a patient on the map unit was in radiology for a CT scan, and during the injection of contrast, the IV line infusing potassium/saline broke in the pump module. The scan was completed, and there was no patient harm.